Event description:
This lead was implanted on (B)(6) 1992 and remains active at this time. Product experience report on (B)(6) 2013 states that infection was noted on the device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).